Manufacturer narrative:
The insulin pump was received with intermittent responsive button due to flattened dome switch at up arrow button on keypad traces. The pump was unable to verify the blood glucose history anomaly due to keypad damage. No moisture damage was found on electronic assembly or motor.

Event description:
The customer reported via phone call that the sensor glucose and blood glucose readings did not match. The customer's blood glucose value was 238 mg/dl. The product was returned for analysis.